Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and not returned during functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. During the inspection it was noted a break located inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. The titanium tip was broken when re-installed. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.